Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was attempted but could not be performed because the receiver would not boot up and was re-initializing continuously. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.